Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - the ceramic tip was damaged. - the sealing ring was discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was not possible to obtain the serial number for this device, as the user facility reported that it was worn off. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to thermally and mechanically induced damage. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysteroscope's ceramic tip was broken. There were no reports of patient harm.